Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The blood glucose reading went up to 430 mg/dl. The customer experienced vomiting, incoherent speech, and chest pain. She stated she had been out of it for several days and was not taking her pills. She also may have had a heart attack and suffered an addisonian crisis. She was wearing the insulin pump at the time of the event. The insulin pump was not replaced or returned for analysis.